Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient's ins site started being sore like a bruise and it felt like the ins was floating or moving around. On (B)(6) 2018, the patient was able to feel the ins and where the leads connect to the ins. No falls or trauma were reported. They were redirected to the doctor. The patient was out of town so physician listings were sent for the area where the patient was visiting. No further complications were reported or anticipated.